Event description:
It was reported by service report that the foot control is not working and the power cord is damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: footboard controls damaged.